Manufacturer narrative:
The device was received for evaluation. During functional testing on the flow line, failed upstream occlusion test did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed upstream occlusion testing at the biomedical service department. There was no patient involvement. No additional information is available.